Event description:
It was reported that the patients are calling the doctors and stating that the staples are falling out. This is all the information available at this time.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: what types of incisions are being used? What kinds of surgeries are being performed? How many patients have exhibited this issue? What day post op are the staples coming out? Did the staples fall out? What was the shape of the staples when the events occurred? How was the issue addressed/mitigated? Were there events (falls, physical activity,¿) that lead to the staple issue? What was the spacing between staples that was used? Where are the incisions located? What was the spacing between staples that was used? Any issue with the initial application of the staples? What was used to additionally support the staples? Stabilize the wound? What are the patient¿s biometric data?